Manufacturer narrative:
Product complaint # (B)(4) the correct date of event is 12/9/2022. Section a3 has been updated with this information.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional/modified information was received on 19-oct-2023. Summary: regarding the adverse event of "hyperdense narrow subdural hematoma", the term was updated to ¿"left hemisphere, hyperdense narrow subdural hematoma". A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #:(B)(4). Section a1. Patient identifier: (B)(6). The device was discarded; therefore, no further investigation can be performed. A device history review (DHR) associated with lot 22e002av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Vascular occlusion is a well-known potential complication associated with the use of the embotrap iii device and is listed as such in the instructions for use (IFU). Per the crf, the clinical database, there were no reported quality issues/malfunctions related to the device. The event of ¿occlusion m2¿, or an occlusion at the m2 segment of the middle cerebral artery (mca), this event occurred at a distal location from the procedure location and the possibility of a distal emboli or an occlusion formation as a result of trauma, from the procedure site cannot be absolutely ruled out. Additionally, this event required the surgical intervention of a ¿thrombectomy m2-occlusion¿. Based on this information, the event of vascular occlusion does meet us FDA reporting criteria under 21 cfr 803 under the classification of ¿serious injury¿, with an awareness date of (B)(6) 2023. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported via the excellent study (cnv_2017_02), an 87-year-old female (subject (B)(6)) with a history of hyperlipidemia, hypertension, congestive heart failure, covid-19 infection in (B)(6) 2022, and atrial fibrillation presented with a witnessed stroke on (B)(6) 2022 at 11:30 while in hospital as a patient. The patient was then presented to the treating hospital on (B)(6) 2022 at 18:26, where CT imaging confirmed an ischemic stroke. Intravenous tissue plasminogen activator (tpa) was administered. The suspected origin of the embolism was ¿cardioembolic¿. The patient¿s baseline nihss score was 11. The modified rankin scale assessment was not done. On (B)(6) 2022, the patient underwent an endovascular mechanical thrombectomy using an embotrap iii 5 mm x 37 mm (et307537/22e002av) for an occlusion of the terminal bifurcation of the internal carotid artery (ica), or ¿carotid t¿. The pre-pass mtici score was 0. The 1st and 2nd passes were done using the same embotrap iii device and resulted in a mtici score of 2c, with no clot retrieval. During the procedure, a guidewire was used, but the brand was not specified. A 0.021 headway microcatheter and a 0.07 sofia intermediate catheter were also used. There were no reported intraoperative study device deficiencies. The patient¿s 24-hour post-procedure nihss assessment was not done. The patient was discharged to a rehabilitation center on (B)(6) 2022 with an nihss score of 0 and a mrs score of ¿1-no significant disability. Able to carry out all usual duties and activities¿. On (B)(6) 2022, the patient experienced the event of ¿occlusion m2¿, which was made aware to the principal investigator (pi) on the same day. The pi assessed this event as a serious, severe adverse event that was unrelated to the embotrap iii study device, unrelated to the large bore catheter, and unrelated to the primary surgical procedure. The event required the surgical intervention of a ¿thrombectomy m2-occlusion¿. The event is reported as ¿recovered/resolved¿ with an end date of (B)(6) 2022.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Section b5: additional/modified information was received on 19-apr-2025. Summary: on 19-apr-2025, a clinical event committee (cec) adjudication for the adverse event of ¿occlusion m2¿ was received. The relationship of event to the study device and study procedure were assessed as ¿possibly related.¿ the relationship of events to the embovac large bore catheter remains as ¿not related.¿ this additional/modified information has been reviewed. The event of ¿occlusion m2¿ was previously reported to the usfda based on the possibility of a distal emboli or a thrombus formation as a result of trauma during the index procedure. Therefore, no changes regarding the reportability determination nor coding were required. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.